Manufacturer narrative:
Investigation summary: a visual inspection revealed that the jaws were burnt and the cold jaw silicone tip was peeled. The device was bloody. A functional test was performed on the unit and the device activated as expected. Based upon the visual observations, the failure mode "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
Upon receipt of another complaint unit sent by the hosp, an additional product was rec'd as well. The sales reporter contacted the hosp and they could not determine why the second unit was returned, but they only had trouble with the first one. The vasoview hemopro device rec'd had a peeled jaw boot and burnt jaws so was considered to be a malfunction from an endoscopic vessel harvesting procedure. No further info could be obtained.